Event description:
It was reported that the plastic that holds patient's "neck tie" in place had snapped causing the tracheostomy to come loose. The tracheostomy broke at the site where the fabric neck tie wraps around the soft plastic of the base plate of the flange. The broken tracheostomy was removed and replaced with a new one.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: no product samples were received for investigation. Four (4) customer images were returned showing the condition of the device and a photo of the intubated patient setup. The flanges of the trach tube were observed to be damaged, with slit damages present on both flange ends. The complaint of damage/broken can be confirmed. The probable cause was due to the velcro strap used during intubation, which may have contributed to stress on the eyelet and subsequent damage.